Event description:
Rptr indicated a vns pt was having painful stimulation at the generator site. Different vns settings have been tried, but the painful stimulation has not resolved. The vns has been disabled and the pt is planning to have a generator replaced. A surgery date has not been set.